Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured, and the fractured distal segment was stuck inside the non-penumbra catheter. If the lantern is retracted at angle during the removal from the non-penumbra catheter, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed kinks on the proximal shaft and an ovalization on the distal shaft. This damage was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. It was noted that the patient's anatomy was very tortuous. During the procedure, the lantern was advanced through the diagnostic catheter. While attempting to remove the lantern, the physician pulled the lantern into the diagnostic catheter and felt that the lantern fractured at the mid-shaft inside the diagnostic catheter. The physician removed the diagnostic catheter and lantern together as a unit. The procedure was completed using a new lantern and a new diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Section d. Box 4. Unique identifier, h3 other text : placeholder.